Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the superficial femoral artery. During preparation outside the patient, the protective sheath (blue tube) was being removed from this 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon. As the physician was forcibly pulling the tube, the catheter and balloon detached. The procedure was continued with another of the same small peripheral cutting balloon device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the superficial femoral artery. During preparation outside the patient, the protective sheath (blue tube) was being removed from this 4.00mm/1.5cm/140cm small peripheral cutting balloon. As the physician was forcibly pulling the tube, the catheter and balloon detached. The procedure was continued with another of the same small peripheral cutting balloon device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and the device was returned in two sections. The break in the shaft was located at 24.8cm proximal to the tip. An examination of the break site found that the extrusion was stretched. This damage is consistent with the reported force used in trying to remove the balloon protector. It was not possible to apply negative pressure to the balloon as the device was broken. The balloon protector was removed with no issues. All blades were present and fully bonded to the balloon. The balloon and tip were microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).